Event description:
It was reported that ¿very high¿ electrode impedance was measured. A lead extension break was suspected. The extension was replaced and the impedance measurement improved. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Final analysis of the extension found no anomaly. The extension was tested with a known good lead, screening cable and external neurostimulator. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.